Manufacturer narrative:
Final analysis found an insulation abrasion breaching the outer insulation at 11.1 cm to 11.4 cm for the connector pin. Abrasion are consistent with constant friction with another implantable device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The patient is dependent and has not experienced any symptoms of any kind. The clinician was not able to recreate noise with isometric exercise. No intervention had been reported. The lead remained implanted.